Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a severe dent on the bottom cover. The photographic imaging inspection confirmed loose electrical components, disturbed wire bonds as well as cracks along the hybrid. System lock could not be obtained at any spacing. The hybrid and no lock conditions prevented some of the electrical tests from being performed. The manual capacitor leakage test did not reveal a leakage rate for all channels except for an electrode. This is due to the hybrid condition. The open visual inspection confirmed cracks along the hybrid, dislodged electrical components and damaged analog chip. The device passed the mechanical tests performed. The residual gas analysis test results were above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid, dislodged electrical components and damaged analog chip. A corrective action was implemented. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.